Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model# 1201 sn# (B)(6). Model: tined lead UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and weakness were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) complained of back pain during their post procedure appointment. The device was turned off which improved the patients pain. The patient stated that the pain only occurs when the device is on. The patient denies history of falls and stated that they wanted their system removed. The implant system was explanted. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient was implanted in (B)(6) 2025, with no complaints of hip pain during the procedure. At post op appointment, the patient complained of some back pain. 2 weeks later, the patient mentioned still having back pain and was resistant to turning off their device because it was helping with their symptoms. Once the patient turned off the stimulation, their pain improved. The representative attempted to reprogram the device, and the patient's pain returned. The patient turned off the stimulation, and their pain remains. The patient states they are walking with a cane and can't exercise. The device remains off, and the patient would like to have the device removed. The patient has an appointment with their physician on (B)(6) 2026. The representative met with the patient at their appointment on (B)(6) 2026. The patient claims no accidents or falls but has been working out at their water aerobics class. No medication prescribed that the representative is aware of. The patient is getting ortho consult and is scheduled to have their device removed on (B)(6) 2026. Both ins and lead were removed as scheduled on (B)(6) 2026. There were no other issues or complications reported.